Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was receiving constant weak battery alarms after replacing the batteries with brand new batteries. Customer's blood glucose was over 600 mg/dl. Customer did not receive a failed battery test during troubleshooting. Customer will be shipped a replacement battery cap as a courtesy to rule out any possible issues with the battery cap. Customer did not want to treat for her high blood glucose.